Event description:
It was reported during in clinic follow up that the patient had arrhythmia. The right ventricular lead exhibited low pacing impedance, low sensing amplitude and high capture threshold. Imaging did not reveal any physical anomaly. The lead was capped on (B)(6) 2024 and successfully replaced. There were no patient consequences.